Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was broken. Additional information received by the manufacturer's field service engineer determined that while servicing the unit it would not turn on. No patient involvement was reported. The device was not in clinical use when the reported issue was discovered.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of manufacturer: 11june2018. The fse repaired the unit by replacing the power management (pm) board. The fse tested the unit; the unit passed the required performance verification tests and was fully operational. The pm board was returned for failure analysis. Testing was performed and the reported issue was verified. Replacement of a component on the pm board resolved the reported issue.